Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. The stylus pen does not track with the overlay screen even after recalibrating the pen. The overlay bezel assembly found out of electrical specification.

Event description:
It was reported that the stylus pen would not "track" on the programmer screen. The attempt to recalibrate the stylus pen did not resolve the situation. The programmer was returned for service. No patient involvement or complications have been reported as a result of this event.